Event description:
Event description guidant received information that the patient with this ventricular lead had a syncopal event last week at home. Transtelephonic monitoring indicated ventricular loss of capture. The device was evaluated in the office with a programmer and the lead impedance is greater than 2500 ohms. The patient was brought in for a lead revision. The pacing system analyzer found no capture at 10 volts and no r-waves sensed. On an x-ray there was clearly and insulation breech but no conductor break was seen. The breach was at the left subclavian site near the insertion. The insertion site appears to be a lateral site and not near the clavical/first rib junction.